Event description:
It was reported that the physician found that the 712 square lens had fallen off during preparation for the procedure. Therefore, the procedure was cancelled when the patient was under anesthesia. There were no patient complications.

Manufacturer narrative:
Initial reporter facility full name: (B)(6).

Manufacturer narrative:
E1 initial reporter facility full name: (B)(6). The console is not available for analysis; however, the equipment was field serviced. The field service indicates that the square lens on the 712 hand tool fell off after being treated with glue. Therefore, the reported event was confirmed. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the physician found that the 712 square lens had fallen off during preparation for the procedure. Therefore, the procedure was cancelled when the patient was under anesthesia. There were no patient complications.